Event description:
It was reported that this pacemaker was exhibiting oversensing on the right atrial (ra) channel. Technical services (ts) suggested reprograming options. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting oversensing on the right atrial (ra) channel. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects. Further information regarding product return status has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status,. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Amendment: additional information was received that this device was electively explanted; therefore, it no longer meets the definition of serious injury. The local area sales representative was contacted for additional information regarding event cause and product return status,. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was exhibiting oversensing on the right atrial (ra) channel. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects. Further information regarding product return status has been requested. Further information was received that this device was explanted since it had reached the elective replacement indicator (eri) status. No adverse patient effects were reported. It is not expected to receive this device for analysis.